Event description:
It was reported that, after a thr surgery was performed on (B)(6) 2022, the patient experienced a hematoma. This adverse event was solved by a revision surgery on (B)(6) 2022, in which the oxinium fem hd 12/14 32mm +0 and r3 20 deg xlpe acet lnr 32 mm x 50 mm were explanted. No other information is available.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 11 days post implantation due to a hematoma. Reportedly, the femoral head and liner were revised. It was communicated that no further information (including images, op notes, pathology) is available; however, ¿the surgeon does not blame the prosthesis for this issue and does not require feedback.¿ although definitive clinical factors which could have contributed to the event could not be assessed without the requested supporting clinical documentation, hematoma formation is a known potential post-operative/post-traumatic occurrence and is not indicative of a component malperformance. The patient impact beyond the reported hematoma and subsequent revision could not be determined. Reportedly the event was ¿resolved¿. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that wound hematoma has been identified as potential complications associated with total hip arthroplasty surgery, primary or revision. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes that could contribute to the reported event have been identified as patient reaction, post-operative healing issue and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.